Event description:
Boston scientific crm received information that this right ventricular lead was exhibiting loss of capture. A revision procedure was performed and it was revealed that the patient had twiddled the lead to the point of dislodgement. The lead was successfully repositioned and remains actively implanted.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.